Event description:
Medtronic intrathecal morphine pump. In 2002, catheter became occluded and was replaced. In 2004, surgery was performed supposedly to repair kink in catheter. In 2004, surgery was performed to replace entire pump which had ceased working.